Event description:
The customer reported the system failed to boot up related to a checksum error message. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cmos settings were replaced, along with a 3v battery. The system was then found to be operating as intended.